Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead and right atrial (ra) lead dislodged. A lead revision was attempted however the patient anatomy was occluded. The leads were explanted and not replaced. No patient complications have been reported as a result of this event.